Event description:
The patient's catheter moved and is no longer working for hai therapy. Both the pump and catheter were removed to resolve the issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).